Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. No actions have been assigned.

Manufacturer narrative:
D4. Serial#: updated. H4. Device mfg date: the reported serial# (B)(6) could not be found for the reported catalog# p310njjp; therefore, the manufacturing date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilation volume per unit deviated from the set value. When the ventilation volume per unit was set to the minimum and the air mix was used, the airway pressure did not increase. There was patient involvement, and no patient harm/adverse event reported.